Event description:
It was reported that the "silvering buttons on screen are often unresponsive or slow to respond." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.